Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer intermittently experienced resistance when filling the cartridge with insulin. There was no reported impact to customer's blood glucose level. Customer reloaded the cartridges and successfully resumed insulin delivery.